Manufacturer narrative:
(B)(4). Product pending evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 160 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer received blood glucose test results of 215 mg/dl on (B)(6) 2015 at 09:15 pm. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 101 mg/dl and 100 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not provided): 73 mg/dl; 226 mg/dl; 365 mg/dl; 98 mg/dl; 136 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 160 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Custoemr received blood glucose test result of 215 mg/dl on (B)(6) 2015 at 09:15pm. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 101 mg/dl and 100 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is 06/30/2015. Recall test results performed fasting from meter memory (date / time not provided): (B)(6). Adverse event not reported.